Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented in clinic after receiving a patient notifier. High hv lead impedance and increased pacing lead impedance observed. It was suspected that the patient may have a change in the fluid levels across the thorax. Further assessment was recommended. Patient will continue to be monitor the patient at regular follow-up intervals.